Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the distal lumen hub and the line separated while trying to remove the medication administered in the cvc.

Event description:
The customer reports that the distal lumen hub and the line separated while trying to remove the medication administered in the cvc.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter for evaluation. The catheter showed signs of use in the form of biological material. The distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged, consistent with undue force being applied to the extension line. The length of the catheter body measured 219mm which is within specifications of 207-227mm per catheter product drawing. The outer diameter of the distal extension line measured 2.158mm which is within specifications of 2.13-2.21mm per distal extension line extrusion graphic. The inner diameter of the distal extension line measured 1.4732mm which is within specifications of 1.42-1.50mm per distal extension line extrusion graphic. A manual tug test confirmed the proximal, medial 1, and medial 2 luer hubs were fully secure to their extension lines. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit precautions the user, "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen.". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The separation points were jagged, indicated undue force. The extension line did not meet all relevant dimensional requirements further indicating it had undergone undue force. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.